Manufacturer narrative:
H.6. Investigation: DHR review was performed and no records of this incident were found. No quality notifications potentially related to the incident were observed. Photos and samples related to the occurrence were recieved. These confirmed the defect. The foreign matter hair, came from the associate coverall. As the associate needs to remove the coverall during break periods, probably at the return some hair could have been kept over the coverall and not realized by the associate. H3 other text : see h.10.

Event description:
It was reported that sterile breach occurred with a needle 22x1 ll eclipse. The following information was provided by the initial reporter, "it was found hair with the needle inside the sterile package." 3 occurrences were reported before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred with a needle 22x1 ll eclipse. The following information was provided by the initial reporter, "it was found hair with the needle inside the sterile package.". 3 occurrences were reported before use.